Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and returned sample analysis. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue. Testing performed on the returned patient sample indicates there was no heterophilic interference in the sample aligning with the customers observation. The neat result of 144.8 pg/ml obtained for the returned sample falls within the customers range of results for the patient. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 63203ud00 was identified. Additional information provided in section b5: cut off male 99th percentile = 34.2 pg/ml.

Event description:
The customer observed falsely elevated architect troponin result on one 39yrs old male patient. The result provided were: on (B)(6) 2024 sid (B)(6) = 87.1 pg/ml /redrawn and repeated sid 8368268034= 207 pg/ml. On (B)(6) 2024 .sid (B)(6) = 137.1 pg/ml. On (B)(6) 2024 sid (B)(6) = 201.8 pg/ml. On (B)(6) 2024 sid (B)(6) = 97 pg/ml. On (B)(6) 2024 sid (B)(6) = 133.2 pg/ml. On (B)(6) 2024 sid (B)(6) = 111.7 pg/ml. On (B)(6) 2024 sid (B)(6) = 239 pg/ml. The hbt (heterophilic blocking tube) testing=high results (no actual results provided) the patient was analyzed in two other laboratories with different method (not defined) =negative (no actual results provided) the account did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. There was no reported impact to patient management. Additional information provided: cut off male 99th percentile = 34.2 pg/ml.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on one 39yrs old male patient. The result provided were: on (B)(6) 2024 sid (B)(6) = 87.1 pg/ml /redrawn and repeated sid (B)(6) = 207 pg/ml on (B)(6) 2024 .sid (B)(6) = 137.1 pg/ml on (B)(6) 2024 sid (B)(6) = 201.8 pg/ml on (B)(6) 2024 sid (B)(6) = 97 pg/ml on (B)(6) 2024 sid (B)(6) = 133.2 pg/ml on (B)(6) 2024 sid (B)(6) = 111.7 pg/ml on (B)(6) 2024 sid (B)(6) = 239 pg/ml the hbt (heterophilic blocking tube) testing=high results (no actual results provided) the patient was analyzed in two other laboratories with different method (not defined) =negative (no actual results provided) the account did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. There was no reported impact to patient management.